Manufacturer narrative:
Related voluntary medwatch form received: mw5145741 note: manufacturer for the right ventricular (rv) lead as well as product details were not provided.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing inhibition due to the right ventricular (rv) lead oversensing noise. The patient experienced an asystole in the right atrium. The ra lead was surgically abandoned and replaced. There were no additional reported adverse patient effects.